Event description:
It was reported that the patient experienced a fall. It was noted that the right atrial (ra) lead exhibited intermittent lead noise. It was also noted that the right ventricular (rv) lead exhibited high thresholds and high undefined impedance. The ra and rv leads were explanted and replaced using laser extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.